Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer completed set change but without seeing drops exit the tubing. Customer was advised this would not work well for her since she would be getting air instead of insulin when she boluses. The customer refused to prime the tubing because she doesn't want to waste insulin.